Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the during the pocket revision the physician implanted two lead extensions and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.